Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were issues with the latch sensor, which was not reading properly during drawer operations. A field service engineer opened the back panel and found that the plunger spring was broken, preventing the drawer from closing correctly. The spring and inseparable were replaced. The user was then asked to log in and test the drawer functionality. The drawer opened and closed successfully, and an inventory count was completed with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 6 was jammed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.